Event description:
A home pt reported receiving a system error 2240 message on the display of their homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, they were utilizing one pt line extension in combination with an integrated homechoice set. After the prime cycle was complete the home pt stated that they noted "blotches of air" in the pt line tubing. The home pt ended their therapy early. Therapy was completed by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.